Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was observed. Lead was explanted and no new lead was implanted as there was no access. Patient was stable post-procedure.